Event description:
Based upon additional information received on 11-jan- 2016, this case initially processed as a summary case of 3 patients was now processed as an individual patient case based on patient specific information. Also, the case initially assessed as non-serious was upgraded to serious as the serious event of suspicion of infection with the seriousness criterion of important medical event (ime) was added. This case was cross referenced with cases: (B)(6) (cluster cases). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from an orthopaedist. This case concerns a (B)(6) male patient who received treatment with synvisc one and had suspicion of infection, worsening of pre-existing medical condition was observed, massive effusion knee and overheating in knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of one injection once (batch/lot number: (B)(4) and expiration date: sep-2017) for gonarthrosis. It was reported that the patient was treated with synvisc one for the first time and it was not injected before. It was further reported that synvisc one showed no effect and a significant worsening of pre-existing medical condition was recognized. On (B)(6) 2015, the patient experienced massive effusion with overheating in knee and infection was suspected. The patient received corrective measures with non-steroid anti-rheumatic drugs (nsar), immobilization and diagnostic nos for the events of massive effusion knee and overheating in knee. The therapy with synvisc one was withdrawn. On (B)(6) 2015, the patient recovered from the events of suspicion of infection, massive effusion knee and overheating in knee. The physician asked for exchange of remaining 6 packages of the suspect synvisc batch for packages from another batch. Corrective treatment: not reported for suspicion of infection and worsening of pre-existing medical condition outcome: unknown for worsening of pre-existing medical condition (B)(4). The production and quality control documentation for lot # 4rsf013a, with expiration date (09/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsf013a, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4). Reporter causality: could not be assessed seriousness criterion: important medical event for suspicion of infection additional information was received on (B)(6) 2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on (B)(6) 2016. The case initially processed as a summary case of 3 patients was now processed as an individual patient case since patient specific information was added. The related cases were added. The serious event of suspicion of infection with the seriousness criterion of important medical event was added with details and the case was upgraded to serious. The non-serious events of massive effusion knee and overheating in knee were added with details. The event of no effect was updated as a sign/symptom of the event of worsening of pre-existing medical condition. The product start date was updated from 2015 to (B)(6) 2015 and the dose, route, frequency and indication were added. The reporter causality was added. Clinical course was updated and text amended accordingly. Follow up was received on 18-jan-2016. No new information was received. Additional information was received on 19-jan-2016. The ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 19-jan-2016: the follow up information received does not change previous case assessment. Sanofi company comment dated 14-jan-2016: this case concerns a (B)(6) male patient who received treatment with synvisc one and later experienced massive joint effusion with suspicion of infection. Since a significant temporal relationship can be established the causal role of suspect product cannot be excluded in occurrence of the event. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case. Information regarding injection technique and maintenance of sterility would aid the assessment of case as these are confounders for the case.

Event description:
Based upon additional information received on 11-jan-2016, this case initially processed as a summary case of 3 patients was now processed as an individual patient case based on patient specific information. Also, the case initially assessed as non-serious was upgraded to serious as the serious event of suspicion of infection with the seriousness criterion of important medical event (ime) was added. This case was cross referenced with cases: (B)(6) (cluster cases). This unsolicited device case from (B)(6) was received on 19-nov-2015 from an orthopaedist. This case concerns a (B)(6) male patient who received treatment with synvisc one and had suspicion of infection, worsening of pre-existing medical condition was observed, massive effusion knee and overheating in knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of one injection once (batch/lot number: (B)(4) and expiration date: sep-2017) for gonarthrosis. It was reported that the patient was treated with synvisc one for the first time and it was not injected before. It was further reported that synvisc one showed no effect and a significant worsening of pre-existing medical condition was recognized. On (B)(6) 2015, the patient experienced massive effusion with overheating in knee and infection was suspected. The patient received corrective measures with non-steroid anti-rheumatic drugs (nsar), immobilization and diagnostic nos for the events of massive effusion knee and overheating in knee. The therapy with synvisc one was withdrawn. On (B)(6) 2015, the patient recovered from the events of suspicion of infection, massive effusion knee and overheating in knee. The physician asked for exchange of remaining 6 packages of the suspect synvisc batch for packages from another batch. Corrective treatment: not reported for suspicion of infection and worsening of pre-existing medical condition outcome: unknown for worsening of pre-existing medical condition. (B)(4). The production and quality control documentation for lot # 4rsf013a, with expiration date (09/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsf013a, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4). Reporter causality: could not be assessed. Seriousness criterion: important medical event for suspicion of infection additional information was received on 24-nov-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 11-jan-2016. The case initially processed as a summary case of 3 patients was now processed as an individual patient case since patient specific information was added. The related cases were added. The serious event of suspicion of infection with the seriousness criterion of important medical event was added with details and the case was upgraded to serious. The non-serious events of massive effusion knee and overheating in knee were added with details. The event of no effect was updated as a sign/symptom of the event of worsening of pre-existing medical condition. The product start date was updated from 2015 to (B)(6) 2015 and the dose, route, frequency and indication were added. The reporter causality was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2016: this case concerns a (B)(6) male patient who received treatment with synvisc one and later experienced massive joint effusion with suspicion of infection. Since a significant temporal relationship can be established the causal role of suspect product cannot be excluded in occurrence of the event. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case. Information regarding injection technique and maintenance of sterility would aid the assessment of case as these are confounders for the case.